Event description:
Surgeon was to perform laparoscopic appendectomy. During procedure he used an ethicon endocscopic linear cutter which is supposed to cut and staple. When surgeon locked it down, it cut without stapling. Procedure had to be converted to an open procedure. He is very familiar with this device and states that it malfunctioned.